Manufacturer narrative:
Per the clinic, the patient underwent a surgical skin graft procedure (date not reported) to clear the infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Correction: the correct initial date of awareness (doa) is august 27, 2025, not september 2, 2025, as reported in section g3 of the initial MDR [6000034-2025-03440] submitted on september 24, 2025. Per the clinic, the patient experienced etxrusion of receiver/stimulator and necrosis at implant site (specific date not reported). There is also presence of microbial biofilms suspected around the exposed implant area. Additionally, the patient received antibiotic treatment both intraoperatively and postoperatively (specific type, date and duration not reported).

Event description:
Per the clinic, the patient experienced an impaired healing and developed a post-operative infection at the implant incision site. The patient has reportedly been hospitalized since implantation (specific date and duration not reported). During the admission, the patient was administered with multiple courses of antibiotics (specific types, dates and duration not reported) and underwent two revision surgeries to clean the infected wound and to drain it (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report.